Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic nephrectomy, the device could not be released. Surgeon made an incision about 6-7 cm, cut the tissue and removed the instrument along with the distal kidney. Surgeon then sutured the proximal nephric vessel with hand sewing. Procedure was extended by 60 minutes. Patient is okay.